Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed over-sensing on a stored electrogram (egm), the implantable cardioverter defibrillator (ICD) was post paced t wave oversensing (pptwo). Programming changes were discussed. No intervention or patient condition was reported.